Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician performed bench testing on model palmtop ventilator enve. The service technician was unable to verify the ventilator inoperable (inop) condition but was able to confirm the blank screen issue. Bench testing revealed a faulty inverter board causing the unit to have a blank screen. The service technician replaced the inverter board and issue was resolved.

Event description:
The customer reported model palmtop ventilator enve is alarming ventilator inoperable (inop) and has a blank screen with lights on at the bottom of the ventilator. The customer confirmed there was no patient involvement associated with the reported malfunction.